Event description:
It was reported that shortly after implant, this patient exhibited erosion of their insertable cardiac monitor (icm). Consequently, the device was explanted. No additional adverse patient effects were reported. Additional information was received. The device is not available for return as it was discarded by the explanting facility.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that shortly after implant, this patient exhibited erosion of their insertable cardiac monitor (icm). Consequently, the device was explanted. No additional adverse patient effects were reported. The product is expected to be returned to boston scientific for analysis.